Event description:
It was reported the tip of the needle broke off inside the patient during a rotator cuff repair. The tip remains in the axillary area. No further consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
Evaluation confirmed the broken needle. The observed condition typically occurs due to fatigue from re-using the device. This is a single use device and it is evident from the damage to the handle that it has been re-sterilized several times. This event was attributed to misuse.